Event description:
It was reported that the patient had a very sensitive midline incision somewhere at the below area that started since the trial procedure. It was also noted that the patient cried because it hurts when touched and when laying down. The physician assistant suggested to increase the dosage of her nerve pain medication.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7081805.